Event description:
Angiocath was in left radial artery and was being removed by ICU nurse. Upon inspection of catheter after removal, nurse noted that all of the catheter was not intact, as about 2 cm of it had broken off. Patient taken to surgery the next day by vascular surgeon to remove catheter, but it migrated to the hand, so it was not removed; arteriogram showed good collateral flow and a patent radial artery. Surgeon to intervene further if ischemia of fingers develops.